Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found.

Event description:
It was reported that status-post implant the left ventricular (lv) lead had no capture at maximum outputs. A chest x-ray confirmed lv lead dislodgement. The lead was removed and replaced. No patient complications were reported as a result of this event.